Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The subsidiary reported to terumo cardiovascular that during quality inspection, they noted excess items. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 15, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 4114, 3331,170, 4308). Method code #1: 4114 - device not returned. Method code #2: 3331 - analysis of production records. Results code : 170 - manufacturing process problem identified. Conclusions code : 4308 - cause traced to transport/storage. The ordering and shipping information was investigated and found that additional product was shipped for the order. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.